Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in a severely tortuous vessel. The physician attempted to advance the 2.50x16 mm taxus express2 drug eluting stent several times, but was unable to cross the lesion. The stent edge was found to be lifted up. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.